Event description:
Reporter was implanted with the monarc sling in her urethral tube for urinary incontinence sometime in (B)(6)/(B)(6) 2009. In 2014 reporter went back to see the doctor because she was still experiencing urinary leakage and a procedure was done to refine the first procedure. On (B)(6) 2019 reporter went back to see her urologist/ gynecologist because she was experiencing discomfort, she met with a physician assistant and was diagnosed with uti and vaginal infection. She was prescribed antibiotics for the infection and it was also revealed to her that the mesh sling is protruding. Reporter will be going back to see her doctor for further examination.